Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after the foot of the device was retracted after deployment, the device could not be removed. The physician repeated foot deployment/retraction several times; however, the device could not be removed. Therefore, the suture was cut to remove the device. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 17f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be confirmed or replicated in a test environment as those are related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific similar incidents. The reported entrapment of device and subsequent treatments were likely due to operational circumstances. The reported, ¿the suture was cut to remove the device¿ indicates that the suture was caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.